Event description:
Subsequent to the previously filed medwatch, additional information received indicated that on (B)(6) 2014 the patient underwent mitral valve surgery and the clip was explanted. Per the physician, the surgery went well and the patient was recovering. It was also indicated that the extreme position of the device was deliberate due to the location of the leak (mr jet). There were no issues with steering or positioning. The clip's steering performed as intended.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for the clip becoming caught on the sub-valvular apparatus/chordae are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar device entrapment/clip caught in sub-valvular apparatus/chordae incidents reported for this lot. The user also reported no issue while functionally inspected the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in sub-valvular apparatus/chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the device. The information provided in the case details stated that although there were no imaging problems, it was hard to visualize what the clip was stuck in due to the extreme position of the clip and the location. It was confirmed that the extreme position of the device was deliberate due to the location of the leak/mr jet; there were no issues with steering or positioning. In this case, it is likely that the clip interacted with the sub-valvular apparatus/chordae during the extreme positioning attempts, resulting in the device entrapment. Based on the information reviewed, the reported device entrapment appears to be related to procedural conditions/user technique and not a product deficiency.

Event description:
This event is being filed as the clip became caught in the subvalvular apparatus and could not be removed. The clip was deployed in an unintended area and is considered patient injury. It was reported that the mitraclip clip delivery system (cds) was prepared for use and there were no device issues. During the procedure, the clip was operating as expected. However, when the clip was attempted to be grasped onto the leaflet it became stuck in a subvalvular apparatus. Although there were no imaging problems, it was hard to visualize what the clip was stuck in due to the extreme position of the clip and the location. The clip could not be removed so it was deployed in the location it was stuck. The mitraclip procedure was aborted. Post procedure the mr grade remained at 4 and the patient was clinically stable. The patient's condition was not worsened by the mitraclip procedure. A balloon pump was placed in preparation for possible surgery. Surgery was scheduled for (B)(6) 2014. No additional information was provided.